Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 concurrently with hysterectomy and other mesh revision/removal due to sui. It was reported that following insertion the patient experienced pain, extrusion, infection, recurrence and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2001 duraderm was implanted; and on (B)(6) 2003, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional patient code: (B)(4)- stage 2 vaginal vault prolapse, stage 3 posterior vaginal wall prolapse additional narrative: it was reported that following the insertion the patient experienced stage 2 vaginal vault prolapse, stage 3 posterior vaginal wall prolapse.